Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it ws functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's experienced high blood glucose of 500mg/dl and had contacted the health care provider. The caller stated that the drive support cap did not appear to be damage. The high pressure test was performed and passed once, but it failed twice even after changing the infusion set. Advised the customer that the insulin pump would be replaced. No further information was provided.